Event description:
It was reported that the patient presented for a scheduled procedure. During post-procedure it was noted that the right ventricular lead exhibited loss of capture. Programming changes were performed. However, the lead continued to exhibit loss of capture. The lead was explanted and a new one was implanted successfully. The patient was in stable condition post-procedure.